Event description:
Dealer alleges unit lurched forward while he was in the hospital and ran into a wall resulting in injury.

Event description:
Dealer alleges unit lurched forward while he was in the hospital and ran into a wall resulting in injury.

Manufacturer narrative:
The returned device was altered from its factory configurations upon return. The wire routing, advanced actuator positioning, andprogramming were all altered rendering the device inoperable upon return. With this, the evaluator can not determine what state the device was in at the time of the alleged incident but the device was clearly not in this state upon final release. The evaluator re-assembled the device but could not duplicate the alleged incident during an extensive test ride. The nature of the complaint is unknown.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.